Event description:
An upper gi endoscopic procedure was performed using three cook endoscopy tri-clip endoscopic clipping devices. The clips were used to clip an artery located in the junction of the esophagus and the stomach. During pre-test the handle spools separated. The handles were manually held in position by the user during advancement into the endoscope accessory channel. The clips were sucessfully closed onto the tissue site and the devices were removed from the enoscope without incident. The patient's condition did not require additional procedure due to this occurrance.